Event description:
It was reported on (B)(6) 2014 customer called in to report the battery had leaked in the device. Customer was advised to clean battery compartment areas. Following this, customer stated that the batteries would die within one to two weeks. A week and a half prior to this report, the customer received a failed battery test alarm on the insulin pump, which would not turn back on. Customer was then informed this was due to battery cap issues. As of this report, customer was off the device for a week and her blood glucose was 9.8 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.